Manufacturer narrative:
The returned sawblade and broken pieces were evaluated. It appeared that the blade was inserted past the handpiece hub component's central boss diameter. This damaged the sawblade and prevented it from locking down and splintered the hub. This also would prevent the blade from working. An examination of the blade teeth on the returned saw found all teeth intact with no damage.

Event description:
The blade was being used during a podiatry procedure and it stopped working when pressure was applied to the bone. The blade broke at the hub of the blade. The doctor removed the metal fragments and continued the case with a new blade.